Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. Review of the device activity logs shows a number of ECG lead off messages while pacing is attempted. A lead off message will display to warn the user that the ECG is in lead fault state and will not display an ECG rhythm. An ECG rhythm is required for demand pacing. There are a number of factors that exist outside of a device malfunction that can cause the device to not pace that includes, but not limited to, a poor connection of the electrodes/pads/ECG/multifunction cable and device, or an issue with the accessories themselves. The device passed full functionality testing and stress testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.